Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Baxter's functionality testing confirmed the system error 105. Further evaluation observed this condition upon turning the device on. The system error was determined to have been caused by a failed motor flex. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had system error 101. Baxter's investigation concluded this symptom was misreported, as shown by no evidence of this condition in the event history log. Baxter's functionality testing experienced a system error 105. There was no patient involvement.